Event description:
The pt was critical prior to iab therapy. The iab leaked and the iab was removed. A second iab was inserted. No leak alarm sounded from the pump. The iab was not returned to datascope for eval. The iab was discarded by the facility. On 8/11/98, the following info was reported to datascope: immediately after the iab was connected to the datascope pump, the "rapid gas loss" alarm sounded twice. Then, the iab was connected to a aries pump. Again after filling, the "rapid gas loss" alarm sounded twice. The iab was removed without difficulty and a 8.5 fr 40cc iab was inserted without difficulty on a datascope pump. [Event complications]: none from the event-reported 7/13/98, 8/11/98. [Pt's current status]: expired-rpt'd 7/13/98.